Event description:
During the procedure the ophthalmologist encountered retinal bleeding and attempted to increase ocular pressure with the dorc retina fluid management machine. The machine malfunctioned and did not allow ocular pressure to be applied when required and an error message was displayed, the representative was called and instructed the team to re-prime the machine without success, the backup dorc machine was then brought into the operating room suite and functioned appropriately. The ophthalmologist applied manual pressure to the left eye while the situation was mitigated. There was a 15 minute delay in the ability to apply appropriate ocular pressure to the left due to the mechanical malfunction and due to clot formation the remainder of the procedure needed to be aborted. The patient was discharged to home and will require a return to surgery in 7 to 10 days for clot evacuation and completion of the procedure.